Manufacturer narrative:
Literature article citation: hamilton, dk, et al. Safety efficacy and dosing of recombinant human bone morphogenetic protein-2 (rhbmp-2) for posterior cervical and cervico-thoracic instrumented fusion with a minimum two year follow up. Neurosurgery 2011(10.1227/ (B)(4)) autograft/allograft instrumentation (details not provided). (B)(4). Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
Peri-operative complications were reported in a retrospective literature article of patients that underwent posterior cervical instrumented fusion from august 2003 to march 2008, including occipito-cervical, cervical and cervico-thoracic fusions, using recombinant human morphongenetic protein (rhbmp-2). The average dose of rhbmp-2 was 1.8 mg/level with a total of 282 levels treated (average 5.3 levels). No cases of dysphagia or neck swelling requiring treatment were identified. At last follow-up, all patients had achieved fusion. One patient developed a superficial wound infection. No further details were provided.